Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 401 mg/dl. Customer's other blood glucose reading was 106 mg/dl and down from 400 mg/dl down to 386 mg/dl. Customer did not troubleshoot for their high blood glucose reading. Customer did not contact their healthcare provider for their high blood glucose reading. Customer declined to check for air bubbles or leaks. Customer treated their high blood glucose reading with bolus. Device will be returning for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at .08690 inches. (B)(4).